Event description:
Spoke to pt regarding pump issue with pump sn (B)(4), maint due date - 12/29/2017. Pt states that she was setting up pump/cartridge change last night and received the pump message. "Key pressed, please release," but no keys were pressed. Pt states that she tried to turn the pump off but it kept beeping, even after the batteries were removed setting up a courier for a replacement pump. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.